Event description:
The hospital reported that during the saphenous vein harvesting procedure,the handle broke off the cdc tube shaft. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. On june 13,2006 it was observed upon receipt that the dissection tip had detached from the cdc. This is a reportable malfunction.

Manufacturer narrative:
From the investigation, it was observed that the cannula was returned with the disection tip detached from the outer martini tube. Residual adhesvie was present on the od of tip and ID of tube at point of attachment. The complaint is confirmed.